Manufacturer narrative:
Additional information: (name, email), (phone #, fax #), evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil of the instrument was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic rectosigmoidectomy procedure. The device was being applied at the time of achievement of the anastomose. The stapler was closed and when the seal on the package was removed. It was discovered that it was without the anvil, so a second stapler was opened. There was an increase in surgical time in thirty minutes for this reason. The surgical time was extended by thirty minutes or more due to the product problem. The stapler was found lacrated and when it was removed the lacre was finalized that was without the ogiva. For that reason, a second device was opened. No device component fell into the cavity of the patient. There was no additional patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.